Manufacturer narrative:
The customer was sent a replacement printer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating they noticed a leak from the printer toner cartridge in the printer of the unicel dxc 600 pro synchron clinical system. The toner cartridge was leaking inside the printer and no exposure or injury was reported. There was no affect to patient treatment with regard to this event.